Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and field data review. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Historical performance of the reagent lot was evaluated using world wide data from prism metrics. The initial and repeat (B)(6) rate of the complaint lot was found to be (B)(6), which is less than the abbott prism hcv package insert upper 95 percent confidence intervals of (B)(6) percent, respectively. The lot is meeting labeling claims for clinical specificity. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer experienced elevated (B)(6) rates and observed multiple a(B)(6) results while using the prism hcv assay. Two of the repeatedly (B)(6) samples were (B)(6) by another method, (B)(6) nat. Test values were not provided. Two platelet donors were deferred; both were routine donors with no history of (B)(6) results. No impact to patient or donor management was reported.